Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy, the reload was loaded onto the device and the jaws articulated on their own. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one photo of an endo gia adapter standard sent by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and a pmv evaluation of the returned photo. The photo shows an idrive adapter with no apparent visual abnormalities. Visual testing of the returned product confirmed the product did meet quality release specifications that were tested regarding the reported conditions. The reported condition was not confirmed. Based on the photo analysis, there was insufficient evidence to determine if the failure was attributed to the reported event. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.